Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 74 mg/dl at time of report. Reportedly, on some instances the customer's body was obstructing the connection between the transmitter and the pump. The connection had resumed at time of customer's contact with tandem technical support.